Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5072-52 lead, implanted: (B)(6) 2007; 1458q st. Jude lead, implanted (B)(6) 2015. (B)(4).

Event description:
It was reported that there was a suspected connection issue on the implantable cardioverter defibrillator (ICD). One vector was in range, but the others displayed the inability to pace along with high and out of range impedance. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.